Event description:
It was reported that the implantable pulse generator (ipg) had a pacing problem and both the ipg and right atrial (ra) lead exhibited noise and oversensing on electrograms (egm). The ipg and lead were reprogrammed and explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.